Event description:
Complainant alleged that prior to attempting a software update, the device displayed a "unit failed" message. Upon successful completion of the software update, the device continued to display the "unit failed" message. The information received indicated that the device was used during a rescue on an airline and the pt subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.